Event description:
A malfunction was reported with a displayed error code identified as malf 12. There was no adverse impact to the customer's blood glucose level. The customer had already performed a pump reset themselves, as instructed in a previous event, and was advised to contact technical support before taking such actions in the future.